Manufacturer narrative:
The complaint product was not returned for evaluation due to unknown product location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR and complaint history review was not performed due to limited information. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The potential root cause was suspected to be due to patient's condition. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated package insert oxford meniscal unicompartmental knee list under possible adverse effects: number 10 states ¿loosening or migration od the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 13 states "dislocation and subluxation due to inadequate fixation and improper positioning." Under indications it states "the oxford meniscal unicompartmental knee is intended for use in individuals with osteoarthritis or avascular necrosis limited to the medial compartment of the knee." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Schroer, william c, md, barnes, c.lowry,md, diesfeld, paul pa, lemarr, angela rn, ingrassia, rachel rn, morton, diane j. Ms, and reedy, mary rn. (2013) the oxford unicompartmental knee fails at a high rate in a high-volume knee practice. The association of bone and joint surgeons 471: 3533-3539. (B)(4). Product location unknown.

Event description:
Information was received based on review of a journal article titled, "the oxford unicompartmental knee fails at a high rate in a high volume knee practice" which discussed the results of oxford partial knees that were implanted in patients. The study was conducted over a period of three years (2005-2008) and involved seventy-seven (77) patients. This complaint is reporting the medical revision disease progression. There has been no further information provided and the patient outcome is unknown.